Event description:
As reported on distributor's incident report: "the fiber tip fused. This incident was found because the fiber tip sticked the tissue. The fiber was used for vlap operation." The fiber was removed using forceps.